Event description:
It was reported to philips that the electronic components of the x-ray generator were burnt, which was causing the system to produce visible smoke. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips filed service engineer (fse) inspected the system onsite and found an m326 fault indicating loss of x-ray generator availability. Further troubleshooting revealed that the internal pcb was burnt. To resolve the issue, the fse replaced the rx generator and rx tank and performed calibration, restoring normal system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.